Event description:
(B)(6) 2013 crts/enlaso (B)(4) (rep/con): it was reported that stimulation was not as "smooth" as it used to be and was not providing adequate coverage. It was stated the stimulation was fading. It was noted the patient has had the implant for 4 years. It was noted there was no known accident or incident related to this event. It was noted all impedances were "normal" except for 4-7 which was ¿>4000¿ but not being used in current programming. It was stated there is an open circuit on electrodes 4-7. It was noted the patient was only using one of their 2 leads. It was suspected the patient¿s pain had progressed. (B)(4) 2013 e1a (rep): additional information reported the patient had an x-ray to determine the ¿location¿ and all appeared to ¿be intact.¿ it was reported the patient¿s pain had migrated. It was stated pain moved to the right side of the patient. It was noted there may be a possible lead revision inthe future to capture all of the pain. Patient outcome was not provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3487a, serial# (B)(4), implanted: (B)(6) 2001, product type: lead. Product ID: 3487a, serial# (B)(4), implanted: (B)(6) 2001, product type: lead. (B)(4).